Event description:
A site reported a loss of telemetry monitoring for approx 7 pts due to a presumed hardware failure causing the system to reboot itself continuously. The affected pts were transferred to another operational cic pro clinical information center. There were no pt injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.